Event description:
On june 12, 1992, a surgeon was removing h/g cup which had been cemented in patient on 4/30/92. The bone cement had somehow become entangled with artery and on removal this artery was torn. Vascular surgeon was immediately summoned to o.r. And sutured torn artery. Patient shortly thereafter died. This revision hip surgery was being done because of dislocation of the previously implanted hipdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.